Event description:
Reporting status: serous injury/required intervention. Reporting rationale: restenosis requiring intervention. Device issue: no device malfunction has been reported. It was reported via a trial that in 2008, the pt underwent stenting of the pre-dilated distal lad and mid lad with two xience v stents. In 2009, the pt experienced angina. The pt was hospitalized at about 2 months later, and a diagnostic coronary angiography revealed>=50% and <70% stenosis within the distal lad involving the target lesion. Another company's stent was implanted as treatment. There is no additional info available.

Manufacturer narrative:
Stenosis and angina are known adverse events associated with coronary stenting as noted in the xience v instructions for use (IFU). These pt effects, along with hospitalization are listed in risk assesment as no-fault post-procedure complications. These pt effects are not necessarily an indication of a product quality deficiency. As there was no reported product malfunction at the time of the procedure, there does not appear to be any indications of a stent delivery system quality deficiency. It is possible that the angina is a secondary effect of the stenosis, in which the pt was reportedly hospitalized and treated successfully with implantation of a stent.